Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to the liquid crystal display being out of specification (electrical), it was missing pixels. Analysis also found that the upper case, lower case, bail covers, ring cover and lead flex cover were broken, that the battery contacts were compressed and the keyboard contaminated. It was to be scrapped in house. (B)(4).